Event description:
The customer reported a motor error alarm during the rewind process. The customer stated that she was in the hosp for issues not related to diabetes, but the insulin pump was not exposed to high magnetic fields. Troubleshooting could not be performed due to the alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.